Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. It was reported in 3/14/14, that the lab 1 pc displayed a hemomonitor.exe error when attempting to start patient case. Merge swapped the pc so that the system could be evaluated by the engineer. This error impacts the physician's ability to continue vitals monitoring during cath procedures. (B)(4).